Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, addresses all pump parameters including power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Review of the submitted log files confirmed power and flow elevations. A specific cause for these elevations could not be conclusively determined through this evaluation. The submitted log files captured multiple transient power and flow elevations with low pulsatility index (pi) values. There were no other notable events. The pump appeared to have operated as intended above the low speed limit throughout the duration of the files. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The patient ultimately underwent a pump exchange on (B)(6) 2021 (manufacturer's report # 2916596-2021-03790). Heartmate ii left ventricular assist system (lvas), serial number (B)(6), was returned under that record. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the patient's log files found an increase in power and a decrease in average (pulsatility index) pi towards the end of the log. The ventricular assist device (vad) was functioning as intended. The patient's system controller was exchanged for an unrelated reason on (B)(6) 2021 and additional log files were sent. These log files sent showed the same increase in power and a decrease in average pi towards the end of the log. Related manufacturer reference number 2916596-2021-03900.